Event description:
Patient was brought into operating room with a periprosthetic fracture of hip. Doctor replaced head and liner and placed a cable to repair fracture.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown omnifit pressfit stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown omnifit pressfit stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
Patient was brought into operating room with a periprosthetic fracture of hip. Doctor replaced head and liner and placed a cable to repair fracture.